Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that they have had the device off as they didn¿t normally use it and they could feel the stimulation. The patient reported that it was getting stronger and stronger and they have confirmed that it was off. There were no falls or traumas that could be related to the issue. The patient had not been around any emi. Additional information was received from the patient on (B)(6) 2019. The patient reported that they were getting random shocking from their system. No further complications were reported.